Event description:
On 2/14/2022, it was reported by an arthrex employee via email that an ar-1588btb-2j tightrope ii btb got stuck when passing the thread. This was discovered while loading and assembling the tightrope outside of the patients body during a procedure on (B)(6) 2022. Surgeon completed case using another product. No further issues has been reported.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.